Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. Customer's blood glucose level was 130 mg/dla t the time of incident. Customer stated that they were able to clear the alarm successfully but were not able to rewind the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error 53 alarm, line number 5632 file number 2005 due to a software error. No pump error 130 or 43 alarms noted during testing.